Event description:
It was reported that needle 25ga 1in was blocked during use. The following information was provided by the initial reporter: after intramuscular puncture, the vaccine could not be injected through the defective cannula. After changing the cannula problem-free injection. When testing the cannula with a separate syringe filled with nacl 0.9% the cannula was also blocked.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: needle 25ga 1in; d.2. Medical device catalog #: 300400; d.4. Medical device expiration date: 2024-04-30; d.4. Medical device lot #: 190509; d.4. Unique identifier (UDI) #: (B)(4); h.4. Device manufacture date: 2019-05-03. H.6. Investigation summary: a device history record review was performed for provided lot number 190509 and corresponding material number 300400. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for evaluation. The retained needle samples were assembled with an emerald syringe. All of the samples were functionally tested and the needles were able to successfully draw up liquid; no signs of clogging were detected. Our quality team will closely monitor the production process for signs of occlusion and any emerging trends. Investigation conclusion: we would like to inform you during the cannula assembling process needles are 100% inspected using a camera system. This camera system senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. This camera is challenged every 8 working hours. In addition of this preventive methodology, the needles are inspected for the occluded cannula condition as part of the in-process inspection after the assembling process every 30 minutes. Moreover, we need to take into consideration that the medication could have some potential implication in the issue, especially in small gauges like the reported one. In certain circumstances the drug product can be deposited inside the cannula causing the needle to block/ occlude due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains within the needle for an extended period of time, us customer reported, which allows the drug to crystallize or be deposited on the inner surfaces of the needle. So, we cannot discard the handling of the product as a probable root cause. Root cause description: based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident. During the cannula assembly process, a camera system inspects all product for signs of occlusion. The camera detects a light source from the opposite end of the needle and if the light source cannot be sensed, the needle is automatically rejected due to possible occlusion. This camera system is challenged every eight hours. In addition to the camera system, in process inspections are completed after assembly every thirty minutes to prevent faulty product from being released. The medication used can impact the possibility of occlusion. In certain circumstances, the drug can become deposited within the cannula causing a blockage due to crystallization of the drug. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. Possible handling of the product. Rationale: since complaint is not possible to confirm, examination of our retained samples show no defect, no evidence of issue in DHR, and any other costumer has reported any complaint, it was determined that no corrective actions are required at this time. However, complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly and share with operations in order to identify opportunities of improvements which will increase customer satisfaction. In addition, a review of the p-eura (B)(6) indicates that the potential risk of the reported event was assessed appropriately in the fmea documentation. H3 other text : see h.10

Manufacturer narrative:
Medical device lot #: the customer provided lot # 190509. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle 27ga 3/4in was blocked during use. The following information was provided by the initial reporter: after intramuscular puncture, the vaccine could not be injected through the defective cannula. After changing the cannula problem-free injection. When testing the cannula with a separate syringe filled with nacl 0.9% the cannula was also blocked.